Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implant procedure, lens was scratched but left in the eye as damage was deemed less severe. Seasoned tech was in the room and lenses were loaded just before implantation. Additional information has been requested. There are two medical device reports associated with this report. This file is 2 of 2.